Manufacturer narrative:
The probable cause is attributed to a component failure related to the axis 5 bevel gear assay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis, and the reported error was confirmed and replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, it detected that the axis 5 bevel gear pulley was stuck. The mtm was installed onto a patient side cart fixture test platform (pftp) where the bevel gear was stuck. Once testing was completed, the bevel gear assembly was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon stated that the right master tool manipulator (mtmr) felt sluggish when controlling instruments on the universal surgical manipulators 3 and 4. The customer power cycled the surgeon side console 1 (ssc1) but the issue remained. The customer then swapped to the ssc2 and continued the case without further issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the surgeon side console 1 became non-functional due to the issue. They clarified that the universal surgical manipulator would not respond at all to the inputs from the master tool manipulator.